Manufacturer narrative:
There are no previous complaints on the device related to this issue. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration from 4 to -2 addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/02/2024, zyno medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate deviation 6.42%. No report patient was involved.